Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 480 mg/dl. Customer treated with shots. Customer stated the buttons were sticking on the keypad and buttons were not working. Troubleshooting was done. Customer stated there was a crack on the plastic casing and there were stickers peeling off. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.